Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The ins was replaced in (B)(6) 2014 because it stopped working one to two months prior to the replacement surgery. At the time of the surgery the healthcare provider (hcp) realized that the leads were broken and not working. The leads were replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead. (B)(4).